Manufacturer narrative:
Two samples with an unknown lot number were received for evaluation. A sample analysis was performed; as part of the analysis the samples were visually inspected according to the product specification. The samples exhibited the reported condition. A formal corrective and preventative action (CAPA) was initiated to investigate and address the ¿tear¿ condition and determine a root cause. A production notification was issued to all personnel to ensure that they are aware on the condition reported by the customer.

Manufacturer narrative:
No lot number was provided. However, all dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. Therefore, a comprehensive investigation was unable to be conducted. Two (2) photographs were provided for evaluation. Visual inspection of the photographs did not observe the reported condition. The reported customer complaint could not be confirmed. A root cause could not be determined. A CAPA has been initiated to investigate and address the ¿tear¿ condition. A production notification was also provided to personnel to heighten awareness of the reported complaint. This complaint will be utilized for tracking and trending purposes.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported the light handle covers are cracked.